Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer experienced no symptoms at the time of the event. Insulin delivery was discontinued to treat the low blood glucose. The customer reported having issues with the insulin pump leading to the low blood glucose that included unable to upload meter data. Troubleshooting was provided for the data upload. Customer was able to upload data. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is 14-mar-2019. Also, additional information was received on 14-mar-2019, which has been added to this report.

Event description:
It was reported via phone call that the customer was using the auto mode feature during the time of the reported event.